Event description:
A customer reported that they were unable to use their freestyle papillon mini meter as the display screen had frozen. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Tested returned. No manufacturing parameters found out of spec. Uom was selectable and was received at mg/dl. On insertion of test strip meter went straight into the memory indicating memory overwrite. Customers and retailers have been informed through the fa16may2006 letter.